Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during interrogation, the asymptomatic patient's pacemaker exhibited a diagnostic error. The error message was cleared and device functionality was restored. The patient was stable throughout.